Event description:
Boston scientific received information that this patient experienced dizziness and shortness of breath while welding. Boston scientific technical services (ts) explained that welding equipment can cause electromagnetic interference (emi) and emailed the patient further information about this. No additional adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information and resolution. This report will be updated if additional information is received.